Manufacturer narrative:
Device was received with blank display due to corroded battery tube and moisture damaged electronic assembly. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm, frozen display or keypad unresponsive or button error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump error alarm after exposure to moisture. The customer¿s blood glucose was 182 mg/dl at the time of incident. Customer reported that the up and down was stuck and the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.